Manufacturer narrative:
The product evaluation determined that there is no evidence to suggest a manufacturing or material defect with the product. The cause of the breakage is unknown.

Event description:
The facility reported that the surgeon experienced multiple instances of the malyugin ring breaking during retraction and insertion into and from the eye. There was no reported impact to the patient.